Event description:
Procedure: stent placement, proximal right coronary artery. After the sheath was removed a perclose suture delivery system was placed in the right femoral artery without difficulty and the suture was deployed. After deployment the suture delivery system could not be removed. Using fluoroscopy it was determined the device had separated into 2 pieces. Multiple attempts were made to manually remove the suture delivery system. The suture was able to be successfully removed but not the device. The device was then removed by cutdown procedure in the or. There was no flow compromise to the extremity and the pt tolerated the procedure.